Event description:
It was reported that te carescape b850 pt monitor did not alarm for ventricular fibrillation. Medical intervention in the form of defibrillation was performed on the pt. The pt was successfully resuscitated. Investigation was inconclusive due to the ECG strips being unavailable for analysis. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Manufacturer narrative:
Under european law, pt info is considered confidential and will not be released by the hospital.